Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found the nylon upper latch switch bracket screws loose allowing the switch to move, which contributed to the system error 322. The upper aux assembly was replaced to correct this issue.

Event description:
It was reported that a device alarmed for a system error 322 during a levophed infusion. The infusion was stopped due to the alarm and that pt's blood pressure decreased. The customer reported that the device was swapped and the infusion was restarted. The pt's blood pressure stabilized and no further action was needed.